Event description:
Provider states the right side frame is bent where the hinge pin screw attaches, and it will not allow the legrest to attach to the chair, out of box. Provider states it is not welded correctly. No further information provided.